Manufacturer narrative:
(B)(4). Visual inspection of the returned provisional identified signs of repeated use (nicked/gouged) and the device was fractured on the corner of the post. The device history records were reviewed and no discrepancies were identified. The surgical technique instructs that gentle manual pressure should be applied without impacting the tibial articular surface provisional construct with either a mallet or hand. The root cause of the reported event is attributed to use error. A summary of the investigation was sent to the complainant conveying proper surgical technique and use of the device. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported during knee arthroplasty that the articular surface provisional fractured when it was being inserted too forcefully. No adverse events were reported as a result of this malfunction.